Event description:
A patient contacted baxter to report that the blue port detached from the tubing of the cassette. This problem was identified during patient use, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this is report 2 of 2 associated with this issue.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should any additional information become available.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; therefore, the reported issue could not be confirmed and a cause was not identified. However, another sample was returned for the same reported issue that was reported on the same day. See report number 1423500-2011-09675 for evaluation of an actual sample. Similar report have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.